Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator. The healthcare professional questioned if this was too early.